Event description:
Customer reports: an (B)(6) male pt sustained approx a 272 ml blood loss when his blood was not returned to him following a blood leak on the fifteenth reuse of a gambro polyflux 24r dialyzer. The pt did not exhibit any symptoms during the event and no medical intervention was required.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.